Event description:
Femoral component, porous, cocr, size 5 was packaged and labeled as a non-porous component (cat. No. 2151-0-0005). The surgeon elected to use the component despite the mislabeling. The result was a minor surgical delay and the potential difficulty if revision of the cemented porous coated component is required.